Manufacturer narrative:
The initial MFR report number on the initial report was incorrectly listed as 3006945-2013-00027. The correct number is 3006945290-2013-00033.

Event description:
There was a presentation on hero graft at the (B)(4) meeting on (B)(6) 2013. Dr. (B)(6) presented his use of the device in relationship to his procedure to add a vascular conduit to a completely occluded patient. One patient passed during surgery from cardiac arrest. It was not mentioned that the patient's expiration was attributed to the hero graft, but additional information is pending.